Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the front response button was intermittent. The root cause for the intermittent response button could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor that was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The response buttons on monitor sn (B)(4) were intermittent.